Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 00509323000, 5mm round bur, extra long, carbide, 5ea was being used on an unknown date during an unknown procedure when it was reported ¿the customer alleged that the bur broke during use. This bur is size: extra long, but the attachment used was size: long.¿ there was no report of medical intervention or any known hospitalization for the patient. There was no report of patient/user impact. The procedure was completed with another backup bur. There was no report of a delay. After further assessment it was found that the fragment did fall into the surgical site and was retrieved with forceps. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Customer complaint of bur broke off was confirmed. Visual examination of the returned bur, item (B)(6) found bur broken at the shaft, 5mm bur was used incorrectly by the user. Using the (B)(6) bur with a long bur guard will not adequately support the length of the bur. Indicative of excessive radial load that may occur when the bur is not adequately supported by the bur guard. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame(B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00004 . Per the instructions for use, the user is advised the following: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. Bur item # (B)(6) is designed to be used with the extra-long bur guard since it is part of the extra-long (5093 series) burs. The long bur guard is designed to be used with the 5092 series burs. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the (B)(6), 5mm round bur, extra long, carbide, 5ea was being used on an unknown date during an unknown procedure when it was reported ¿the customer alleged that the bur broke during use. This bur is size: extra long, but the attachment used was size: long.¿ there was no report of medical intervention or any known hospitalization for the patient. There was no report of patient/user impact. The procedure was completed with another backup bur. There was no report of a delay. After further assessment it was found that the fragment did fall into the surgical site and was retrieved with forceps. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.